Event description:
It was reported that a zero tip basket device was used during a ureteroscopy (urs) procedure. During the procedure, the tip of the basket broke and detached. Reportedly, the broken piece was retrieved. The procedure was completed with another of the same device with no patient complications.

Manufacturer narrative:
Block h6: device code a0501 captures the reportable event of basket detachment. Impact code f23 captures the reportable event of unexpected medical intervention.

Manufacturer narrative:
Block h6: device code a0501 captures the reportable event of basket detachment. Impact code f23 captures the reportable event of unexpected medical intervention. Block h11: investigation results the returned zero tip basket was analyzed, and it was noted that the basket returned detached and the sheath was buckled at proximal section. Microscopic examination was performed under magnification, and it was notice that the basket detached from the notch cannula. With all the available information, boston scientific concludes that the reported event of was confirmed. Based on the analysis results, the device meets all manufacturing specifications required and passed all the controls and inspections, no abnormalities were reported during the assembly process. However, the investigation findings did not lead to a clear conclusion about the cause of this problem. Additionally, the manufacturing process, includes different inspections to ensure that all finished devices meet specifications. Since the device was received already open, it is not possible to determine if the failure was caused due to incorrect use of the product. All the information gathered demonstrates that the cause of the event was not manufacturing related. The observed findings of sheath bucked in the device could be related to handling and manipulation during the procedure, as the application of excessive force or other operational factors during use may lead to this condition. Taking all available information into consideration an investigation conclusion code of cause linked to device but unable to trace more specifically was assigned to this investigation since the findings do not lead to a clear conclusion about the cause of the reported adverse event.

Event description:
It was reported that a zero tip basket device was used during a ureteroscopy (urs) procedure. During the procedure, the tip of the basket broke and detached. Reportedly, the broken piece was retrieved. The procedure was completed with another of the same device with no patient complications.